Event description:
The certified registered nurse anesthetist (crna) was trying to log into anesthesia acudose. When she went to use the machine the system was frozen. Neither the keyboard nor the touchscreen would respond. We rebooted the machine with the button on the left side. It took 3-4 minutes to reboot. Once the system came back up everything was working at its normal pace. Aesynt was called. They said they will reach back to us within 24 hours.